Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Hcp reported via diagnostic test left-side "minimal amount of fluid around the implants" and "sparse cysts." Device remains implanted.